Event description:
It was reported the xenon light source just wasn't showing any image. The issue was found during set up before patient in room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.